Event description:
The facility representative contacted baxter to report a colleague infusion pump which experienced failure code 808:02. The patient involvement is unknown. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is currently unknown.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). The reported condition of a colleague infusion pump with a failure code 804:26 was confirmed during an event history review. This condition was due to a defective pump head module (phm) on channel a. The pumphead module was replaced to fix the reported condition. This issue has been escalated to CAPA. This involved a colleague infusion pump with a user interface module master software version 5.08.92.